Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). While on site, the surgery center indicated to the fss that the vacuum errors were intermittent and the system would prime and tune successfully. The fss stated the vacuum could not be calibrated and that the venturi points were out of specifications. To resolve, the fss replaced the vacuum transducer. The fss noted the transducer was corroded. In addition, the fss replaced the subsystem controller printed circuit board (pcb) due to having burnt component on the pcb. Furthermore, the venturi transducer on point 6 was not allowing vacuum to be calibrated. During the inspection of the machine, the fss found the mayo tray broken as it would not allow the function to go up or down. The mayo tray was replaced. The fss performed a field service checklist and a 2 year preventative maintenance. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported the phacoemulsification was receiving vacuum errors messages and requested the machine checked. Due to the machine having the vacuum errors, it was reported there was a delay of 20 minutes and the machine quit during the case. No patient injury.